Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump ever delivered insulin when the light was turned on. Customer also reported that insulin pump was making a constant noise. Customer reported that blood glucose was high at above 400 mg/dl due to medication. Customer reported that blood glucose dropped to 20 mg/dl and was treated with glucagon shot. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.